Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that patient is having severe shortness of breath. Medical intervention was not specified. After further review, this report will now be filed as an adverse event. Corrections have been made as follows: section b. Adverse event/product problem changed to "both", outcomes attributed to ae changed to "other", and section h. Type of reported complaint changed to "serious injury." Coding has been updated accordingly. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that patient is having severe shortness of breath. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges shortness of breath. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Evaluation method code grid, evaluation results code grid, and conclusion code grid was updated.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that patient is having severe shortness of breath. There was allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The dreamstation CPAP was returned to the manufacturer for investigation. The device was applied power and verified airflow. During the investigation, the manufacturer observed an unknown contaminant on the top enclosure, on the exterior of the iso port, bottom enclosure, and blower seal. A dust-like contaminant was observed on the top enclosure, front panel, inside the inlet of the blower box, on the external portion of the blower box, on the rear panel, interior portion of the iso port, on the bottom enclosure, on the blower, blower seal, and blower box. What appeared to be dried liquid spots with potential mineral deposits were observed inside the inlet of the blower box. Hair-like particles were observed on the rear panel and blower. What appeared to be a keratin-like substance was observed on the outlet of the blower box. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The manufacturer confirmed that there was no presence of degraded sound abatement foam using a fitt and the associated procedure. There was no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer was unable to directly address the symptoms outlined in the complaint. In this report, box d, h has been updated/corrected.